Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed a halation image. This issue occurred during a vats therapeutic procedure and it was completed using the same device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Since the reported failure could not identified. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device